Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed as fold flaw opening . No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Physician reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Physician reported left side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16/may/2024.

Event description:
Physician reported left side deflation. Device has been explanted.